Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. H6 investigation findings: c22 - photo review. Additional h3 investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show two needles held by the user, one of the needles separated from the suture. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The manufacturing records could not be reviewed as the batch number is unknown.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the procedure date should update to be (B)(6) 2025. After investigation, the patient (female, specific age unknown) underwent tissue suturing after spontaneous delivery in the (B)(6) hospital of neijiang city on (B)(6) 2025 (specific name of surgery unknown). The operator used the suture (w9923) for tissue suturing during surgery (specific suturing tissue level and suturing method unknown). The intraoperative suturing was smooth. No device failure or patient injury was reported. The patient returned to the hospital for examination on day 37 after delivery. The doctor found a needle in the vaginal orifice of the patient and removed it. The subsequent specific treatment measures and the patient's condition were unknown. No subsequent adverse event report was received. The following information was requested but unavailable: was surgery performed to remove the needle? If no, please explain how the needle was found and removed. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before the suture was used? Did the needle pull off the suture? Did the needle break? Did the suture break? Was it known that the needle was missing during the perineal repair procedure? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? Please describe any medical/surgical intervention required for this suture event including dates and results. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Will any product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was surgery performed to remove the needle? If no, please explain how the needle was found and removed. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Confirm the date of vaginal delivery? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before the suture was used? Did the needle pull off the suture? Did the needle break? Did the suture break? Was it known that the needle was missing during the perineal repair procedure? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? Please describe any medical/surgical intervention required for this suture event including dates and results. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Will any product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2025 and suture was used for perineal repair and the intro-op operation was normal. On the 33rd day after delivery, a needle was found in the vaginal of the patient. Additional information was requested.